Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken at weld.

Event description:
The seat frame is cracked where screw hole is.